Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like the pump flashing medtronic logo, exposed to pool water, button unresponsive, and crack at battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported that the pump was exposed to moisture but there was no visible fluid in the pump. Pump did not pass self-test. The customer reported the pump was exposed to a change in altitude. Explained that issue can be resolved by removing the battery cap. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download, the flashing medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Unable to confirm keypad/button unresponsive/button error due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that the ingress of water lead to the corroding of electronic assembly . Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked keypad overlay at select button and keypad overlay texture damage. In conclusion, the unit was received an unexpected flashing medtronic logo due to corroded electronic assembly. Therefore, unable to confirm keypad/button unresponsive/button error due to display anomaly. Unit was also received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.